Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have prematurely depleted as the device was unable to be interrogated with a programmer or communicated with using a 50/50 magnet reset. All evidence indicates the s-ICD remains in service at this time and no adverse patient effects have been reported.